Event description:
It was reported that the lead had dislodged. The lead was explanted and replaced. It was further reported that there was a progressive threshold rise on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; proximal segment of the lead was returned for analysis.

Event description:
It was reported that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; proximal segment of the lead was returned for analysis. Analysis also noted outer insulation cosmetic depression.